Manufacturer narrative:
The technician found the trend disengage switch was not working and the safety yoke assembly was broken. The technician replaced the trend switch and the safety yoke to repair the bed.

Event description:
Information received indicates the trendelenburg function is not working.